Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a misaligned lcd color cable assembly. The cable was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown)during an electro physiological procedure, the device's display was distorted and blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.